Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's machine flow sensor, 3-way solenoid valve and active exhalation control module were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's machine flow sensor, 3-way solenoid valve and active exhalation control module were replaced to address the issue. The solenoid valve, machine flow sensor and proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve functioned as designed and operated without issue or error codes and the solenoid valve and machine flow sensor were replaced due to the contamination.